Manufacturer narrative:
This reported event has been deemed not reportable based off the investigation of the actual device and detailed review of the manufacturing process..

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they ordered 15-1060 however, the actual product inside of the box was 35-1060 and was labeled as such. The event occurred pre-treatment and there was no patient involvement.